Event description:
The ip lvad was implanted in 2000. The ip left ventricular assist device calibrated okay pre-implant; however, in 2000, the ip lvad system stopped reporting flow data. The hospital changed out the system drive console and interconnect cable, but the situation remained unchanged, echo which showed a dilated/distended left ventricle, increased mitral valve incompetence and regular opening of the native aortic valve with each cardiac cycle. The right ventricle was grossly dilated and poorly functioning. The surgeon increased the beat rate of the ip left ventricular assist device, but this did not improve the pt's hemodynamics. The pt was brought back to the operating room and manipulation of the left ventricular assist device did not change the situation. As a result, the ip left ventricular assist device was explanted and replaced with a ve left ventricular assist device because the hospital believed the ip left venticular assist device was not pumping correctly.